Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the cgm reading was 267 mg/dl. He took insulin thinking his glucose level was high and then went to sleep. His wife was trying to wake him up later but he was unresponsive, so she called 911. Emergency medical services (ems) checked a bg reading which was 20 mg/dl. After unspecified ems treatment, he regained consciousness and was feeling okay at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.